Event description:
It was reported the patient underwent a left hip revision surgery due to pain.

Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Our clinical investigation indicated that based on the available information, the reported symptoms, increased metal ion levels and the intraoperative findings of ¿metallosis at the trunnion and neck¿ are consistent with a reaction seen with the modular stem and neck. The newly submitted information did not change the original assessment. At a follow-up of post revision surgeries the patient is ¿healing¿ with reduced cobalt and chromium levels. Our investigation indicated that the related stem was part of field action initiated in 2016. No additional actions are being taken at this time. If additional information is received in the future, this complaint will be reopened.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).